Event description:
It has been reported to philips that x-rays could not be activated with the footswitch. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned coronary procedure which was completed as planned with no reported harm to the patient or user. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Review of the system log files showed an x-ray generator error which pointed to an issue with the control circuit on kvma. Troubleshooting actions determined that there was failure with the x-ray tube grid switch and the bnc cable was broken on the generator side. The fse initially replaced the system's fru gs superv. Control assy and joystick, which resolved the issue temporarily. However, the issue recurred and the fse ultimately replaced the x-ray tube. After the tube was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.